Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level. Bg value was not provided. Reportedly, the cartridge had been in use past labeling. Tandem technical support educated the customer on cartridge/insulin labeling. Customer delivered a bolus to address bg level.